Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was being performed at the time of the event was the placement of the final port. The image displayed on the vision side cart (vsc) was inverted. The endoscope ws being handheld. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion and was being used by hand. The system did recognize the correct endoscope. The surgeon did confirm the desired orientation when the endoscope was installed and the user interface provided the surgeon an indication of the image orientation. The site resolved the issue by replacing the endoscope and the procedure was completed. No patient injury was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the endoscope and confirmed that the image was properly displayed. No functional issue confirmed on the endoscope. Image display was within specification. The system tested with the endoscope operated without error and verified ready for use. The endoscope remains with the site and was used in subsequent procedures.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, right around surgical port placement, the endoscope displayed image was allegedly inverted. The customer received phone assistance from the technical support engineer (tse). Tse reviewed the logs and found no related error fault. Upon verification, the customer indicated that the orientation of the endoscope was correct when manually using it as a handheld. No further information was provided. The user continued with the procedure using the same system. No known impact or patient consequence was reported.